Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: japan. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that during surgery that the unit was bent. There was no harm or injury to patient. A delay of approximately fifteen (15) minutes was reported. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under cmp-(B)(4). The following sections have been updated: b4, b5, d9, g1, g3, g6, h2, h3, h6, h11. Visual examination of the returned product identified the foam insert, sutures and anchor/implant remained attached to the handle and needle. The tip of the device is bent. The support sleeve position was measured and is at.056 inches. Print calls for the sleeve to be .276 inches. Part and lot information verified from returned product label. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed from product return. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.